Manufacturer narrative:
Pump received with flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing white display. Unable to download history files and traces using thump due to flashing white display. Pump was cut open to perform visual inspection and found cracked lcd glass and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked glass, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and keypad overlay texture damage. Flashing white display was confirmed during analysis due to moisture damage to the pcba 1 and pcba 2. Missing segments/partial display was confirmed during analysis due to cracked lcd glass. Flashing medtronic logo was not confirmed. Cosmetic damage was confirmed at the keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the pump, flashing medtronic logo, flashing white display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the sue of the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.